Event description:
It was reported that the tip of the inserter broke during insertion of the implant. The surgeon was able to retrieve the broken piece. No patient complications were reported.

Manufacturer narrative:
The instrument was returned to manufacturer for evaluation. The visual examination shows that the button prong of the inserter is broken. This may occur due to the rotation of the implant during insertion. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.